Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted. Additionally, the visual inspection noted that the helix would not extend or retract due to the distal conductor distortion within the connector. There was also deformation/fracture of the proximal section of the distal conductor.

Event description:
It was reported during the implant procedure that the helix screw was not extending and retracting properly during the implant attempt. The lead was removed and replaced with another lead to complete the case. There were no patient complications reported as a result of this issue.